Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a motor stall due to shaft-bearing. Result code and conclusion code no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2017-apr-12. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 10 mg/ml dilaudid at a dose of 5.5 mg and 200 mcg clonidine at an unknown dose via an implantable pump for spinal pain. It was reported that there was a motor stall that did not recover. There were no environmental, external, or patient factors that may have led or contributed to the event. There were no diagnostics or troubleshooting performed. The pump was replaced/explanted on (B)(6) 2017. The issue was resolved and the patient status was alive with no injury. The patient weight was asked, but unknown. The patient¿s medical history was asked and would not be made available. The event date was stated as (B)(6)2017. There were no further complications reported or anticipated.